Event description:
It was reported that the unit remained "on" when the dead-man switch was not being held down to activate the heat.

Manufacturer narrative:
It was reported that the unit remained on. Our testing revealed that the switch button is stuck.